Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The patella clamp locking mechanism broke during total knee revision.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. The product lot code was not provided. A complaint database search against the provided product code found similar reported events. The similar reported events were investigated and attributed the root cause to product wear out. The root cause for the current reported event could not be determined without the device to evaluate. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.